Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) male patient had a blister on his left side that burst. It is not clear if the patient received medical intervention to treat the skin irritation. There were no additional details known about the medical outcome of the irritation.

Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.